Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump were stuck and very hard to press. It was also stated that the insulin is being controlled by the device instead of the customer. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The functional testing could not be performed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.